Event description:
Lap chole- "as per (B)(6), doctor attempted to apply clip onto the cystic duct and when she squeezed the trigger the jaws closed onto the duct and would not reopen. It stayed locked on the duct. She tried to squeeze trigger again to release and a clip fell out of the applier." Patient status: "good".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found a dent in the shaft of the device near the knob and confirmed your experience with the device. The unit was disassembled for further evaluation and all internal components met specifications. The root cause of the jaws locking is due to the bend in the shaft of the device, which prevented internal components from moving properly. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.